Manufacturer narrative:
Catalog #: complete catalog number is unknown since serial number was not provided expiration date and UDI are unknown since serial number was not provided to date the lens remains implanted (B)(6). Manufacturing date: unknown since serial number is was not provided this report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. Product evaluation: a product evaluation/investigation was not performed as no product was returned (as to date the lens remains implanted). Manufacturing record review: a product manufacturing record review could not be performed as serial number of the lens was not provided/known. Labeling review: the directions for use (dfu) for the tecnis optiblue lens series were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. No product was returned, a manufacturing record review was not performed as no serial number was provided; therefore, the customer's reported complaint could not be confirmed. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that just after insertion of the intraocular lens (iol), model pcb00v, a scratch mark was found on the edge part of iol. Doctor moved this scratch mark at 12 o''clock, behind the eye lid. No patient injury reported.